Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR #: 2134265-2011-00028. It was reported that during preparation for a rotational atherectomy treatment procedure, a guide wire fracture occurred. The 85% stenosed, 2.0mm x 13mm target lesion was located in the left anterior descending (lad) artery. During platforming of the 1.5mm rotalink burr outside of the body, the nitrogen pressure was set too high and the 'burr broke the rotawire guide wire.' The procedure was completed with another rotalink burr and rotawire guide wire. No patient complications were reported and the patient's status is stable.

Event description:
It was further reported that the nitrogen pressure was set at 8-9atms and the rotational speed of the burr was 200,000rpm's. The burr was maintained in one position but came in contact with the guide wire spring tip while rotating and the guide wire broke into two pieces at the proximal end of the guide wire.